Event description:
The customer contact reported a tubing separation. The pt was receiving 250ml of noradrenaline (1mg/1ml) at a rate of 40ml/hr. At an unspecified itme, the clinician ordered that the infusion rate be increased because the pt's blood pressure continued to be "low." The infusion rate continued to be increased until the noradrenaline was being delivered at a rate of 120ml/hr. The rn noted at this time that the male luer had become separated from the tubing set and the medication was not reaching the pt. At this time, the clinician was notified and the pt was treated with a 2ml, bolus dose of noradrenaline. Therapy was resumed using a replacement tubing set. The pt expired at an unspecified time "some hours" after the reported event. The reporter stated that it is unclear at this time if the pt's death was the result of the reported event. Though requested, no additional info was provided.